Event description:
A surgeon reported a "backflush" when switching to diathermy mode during a vitrectomy procedure. While using diathermy, he noted air bubbles in the eye. The air bubbles moved to the anterior chamber blocking the surgeon's view. The surgeon made a paracenthesis to remove the air. After a 25 minute delay, the procedure was completed with no further harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).